Manufacturer narrative:
Visual inspection revealed that the front filter cover was held on by what appears to be medical tape. The cover had evidence of damage from impact shock and can no longer be held on by the intended torx screw. The driver's alarm history was reviewed and did not reveal any recorded alarms. Only permanent alarms are recorded in the driver's alarm history, intermittent and/or recoverable alarms are not recorded. The driver passed all functional testing including a 90-hour observation run. The driver performed as intended with no alarms. The root cause of the customer-reported fault alarm could not be conclusively determined. The driver performed as intended with no evidence of a device malfunction. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4) comp(B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient at the time of the reported event. The customer, a syncardia authorized distributor, reported the freedom driver exhibited a fault alarm, and the customer stated the device 'had not fallen or anything else.' After a restart, the driver continued to alarm.